Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they had verified there was a diagnostic code for the backup alarm failed alarm in the device's significant event log. The rse recommended to the customer that they replace the central processing unit (cpu) printed circuit board assembly (pcba) as the first troubleshooting step, and then the power management (pm) pcba if cpu pcba does not resolve the issue. The customer stated that they would order the replacement parts as needed. The customer called the rse back and confirmed that they had received a replacement pm pcba but did not have time to try the part. They believed that they would be able to get the service completed in (B)(6). This investigation is ongoing.